Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Remote monitoring revealed inability to check lead thresholds on (B)(6) 2019. Cxr taken on (B)(6) 2019 revealed dislodgement on the lead. Successful lead revision was performed on (B)(6) 2019. Patient was asymptomatic. Should additional information become available, this file will be updated.